Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it was noted that the device was not thoroughly reprocessed. Therefore, it is likely the foreign material remained due to a deviation in reprocessing from the instructions for use (IFU). This event is detectable and preventable by handling device in accordance with the following IFU. "Chapter 3 preparation and inspection" and "chapter 3 cleaning, disinfection and sterilization procedures" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope had foreign material adhered to the forceps elevator wire. There were no reports of patient involvement.